Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips remote service engineer (rse) inspected system remotely and confirmed that the system had intermittent geometry issue. No further information was available regarding the nature of the issue. No onsite service action was performed by the philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.